Event description:
It was reported that the customer was hospitalized for diabetes ketoacidosis. The blood glucose reading was 400mg/dl. The mother stated that the customer was in another medical facility and the customer's blood glucose was up and down, and the customer was brought to a local hospital. The mother also stated that prior to the diabetes ketoacidosis he was active, and then he was throwing up. The mother stated his blood glucose had been high regularly for a month. No further info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.